Event description:
It was reported to vyaire medical that when the vela ventilator had a motor fault issue. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was provided with the software version and will order a turbine and blender for the same unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.